Event description:
It was reported there was low impedance; less than 50 ohms with contacts 0 and 1 in bipolar mode together. The patient experienced overstimulation with no injury. Reprogramming was performed around contacts 0 and 1, therapy was obtained with "great tremor relief" and "no shocking symptoms" were observed. A few days later the patient returned with shocking. The shocking was described even with the device off. It was reported no interventions were currently planned. The patient had asked if his "device can be replaced to try to eliminate the problem." The patient was scheduled for an appointment on (B)(6) 2012 with manufacturer's representative. Outcome had not been determined. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported the impedance issue which was indicative of a short had since resolved itself. Upon interrogation of the patient's device and impedance testing the values were all within normal range and the issue previously seen was no longer present. The patient was able to be reprogrammed to the setting at which he had been programmed for some time prior. Upon making the change the patient experienced better tremor control. The patient left his clinic with the understanding he was to monitor his tremor and any shocking that occurred.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v012374, implanted: (B)(6) 2007. Product type: lead. (B)(4).